Event description:
The user facility reported a 58-year-old male undergoing cardiac surgery was implanted with an impella rp device for mechanical circulatory support. It was reported that during impella rp insertion when the peel away sheath was removed and repo sheath was placed, the previously placed mattress suture was tightened. Hemostasis was not achieved completely. A second mattress suture was placed. After the second suture, oozing was still noted so the physician placed another hemostatic suture. Manual pressure was held for a while. Ultimately a femostop was placed with no further bleeding or hematoma noted.

Manufacturer narrative:
A.5 race is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was use related, additional sutures, manual pressure and femostop placed to achieve hemostasis as per the clinical description. H6 component code added the following have been reported incorrectly from manufacturer device report 1220648-2024-13079: d4 model number.